Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) exhibited under sensing of atrial fibrillation episode with additional potential p-waves amplitudes observed. No intervention or procedure was performed. The pm will be monitored. The patient was stable.